Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were non-functional. Upon evaluation, both the front and rear response buttons were defective. The metallic center domes had non tactile function. The root cause for the defective response buttons could not be positively identified. No adverse event resulted from the defective response buttons.